Manufacturer narrative:
(B)(4). Patient weight - (B)(6). Improper or incorrect procedure or method. The perclose the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8 fr, at least two devices and the pre-close technique are required. The other three proglide devices referenced are filed under separate medwatch MFR numbers.

Event description:
Subsequent to the initial medwatch report, the following maude event report #(B)(4) with additional information was received. Total of 4 proglide suture failures (happened twice two separate times): the first two proglide sutures deployed into the right femoral artery failed (broke): first two proglide sutures deployed into the left femoral artery failed (broke). It was reported that these occurred in the same patient. Additional information received: bilateral aortic catheter placement; mandatory abdominal aortogram, bilateral iliofemoral arteriogram; right common iliac artery stent placement; separate left common iliac artery stent placement; separate left external iliac artery stent placement. Artery was accessed with 4 fr micropuncture catheter under direct fluoroscopic guidance, exchanged for a 4 fr sheath.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, a suture break occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.